Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via the technical support department that the insulin pump had damage. The customer reported they had physical damage and cannot read the screen. The customer reports the battery cap is hard to screw in. The customer also reported the battery lasts less than expected and had multiple no delivery alarms. The customer declined to troubleshoot and will not be returning the insulin pump for analysis.